Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a 5.2 cm thoracic aortic aneurysm. The thoracic aorta was unremarkable. It was reported that the stent graft was successfully implanted without complications; however, approximately 48 hours post implant, the pt expired. The physician stated that the pt's death was not related to the device and that the pt had presented prior to the implant procedure with chest pain. The family has requested no autopsy be performed. No add'l info was provided.

Manufacturer narrative:
(B) (4): evaluation results, conclusions: death. Death was related to a cardiac event.